Manufacturer narrative:
No button error alarm was noted on the insulin pump. The pump had unresponsive buttons due to the corroded keypad trace. They were unable to perform the displacement test due to the unresponsive buttons. The pump had a cracked reservoir tube lip, a minor scratched lcd window, and a cracked reservoir tube.

Event description:
The customer reported that he had a button error alarm. Customer stated that they are at the beach and they were not doing anything with the pump when they received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.